Event description:
The phaseal chemotherapy exposure device injector failed to engage. The nurse had to take the device off and replace with another device exposing her to aerosolization of chemotherapy